Manufacturer narrative:
H6: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk h3: lens was returned in liquid in a vial. Visual inspection found a optic and haptic torn lens. Gouge was noted near perioptic hole. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation, the surgeon noticed a defect near the perioptic port. Due to a possible visual effect, the lens was removed, and a replacement lens was implanted. Further information has been requested. If any additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
D9: 10/09/2024. Claim# (B)(4).